Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with abbott specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2017, a 21 mm trifecta gt valve was implanted. Two days later, the patient developed af. Amiodarone was unsuccessful in converting the patient's af so warfarin was started. On (B)(6) 2017, warfarin was discontinued as the patient's rhythm converted to sinus rhythm. Per report, between (B)(6) 2017, the patient had an elevated wbc and c-reactive protein level with purulent drainage from the wound site. The patient was diagnosed with post-operative mediastinitis and treated with antibiotics. (Clinical study patient ID: (B)(6)).